Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced unspecified symptoms of hypoglycemia, seizure, and a loss of consciousness. The customer was provided grape sugar by a non-hcp as treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Observed damaged guide tabs & damage to the sensor ear upon visual inspection of sensor plug. Correct plug seating was not prevented by the damaged guide tabs & damage to the sensor ear. Therefore, would not have caused the customer's complaint. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced unspecified symptoms of hypoglycemia, seizure, and a loss of consciousness. The customer was provided grape sugar by a non-hcp as treatment. No further information was provided. There was no report of death or permanent injury.